Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) that the filter of the 1.2 micron extension set failed during the priming, showing a leak of the parenteral nutrition. There was no patient involved and there was no patient injury reported. No additional information is available.